Manufacturer narrative:
This report is submitted on may 04, 2022.

Event description:
Per the clinic, the patient experienced pain and magnet dislodgement (specific date not reported). Surgery to replace the magnet is planned but had not taken place at the time of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction:the date of birth (b2) was filed inadvertently in the previous report, the correct date should be april 01, 1943. Per the clinic, the patient underwent a revision surgery to replace the dislodged magnet (specific date not reported). The implanted device remains. This report is submitted on june 09, 2022.